Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17634309.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an explant procedure where all devices were removed and will not be return.